Event description:
It was reported that the patient had urinary tract infection and felt that it might be because of the catheters. Also, stated the patient had issues with the insertion. Per follow up, the customer noted that the infection was treated with prescribed antibiotics and the catheters were difficult to insert, but the patient was still able to use them.

Manufacturer narrative:
The reported event was inconclusive, as no sample returned for evaluation. A potential root cause for this failure mode could be due to "outside diameter was too large/ rough or irregular shape protrusions." The device used for the treatment, though it was unknown whether the device related to the reported event or met specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. For urological use only. To use: insert rounded end of catheter. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. This is a single use device. Do not re-sterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Caution: federal (USA) law restricts this device to sale by or on the order of a physician." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient had urinary tract infection and patient felt that it might be because of the catheters. Also stated patient had issues with the insertion. Medical intervention was unknown.